Manufacturer narrative:
A sample has been received by manufacturing that has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. Additional information has been requested. (B)(4).

Event description:
A nurse reported that the knives were dull in multiple separate procedures. There was no impact to any patient. Additional information has been requested.

Manufacturer narrative:
Three knife samples were received by manufacturing in unopened packages. The samples were examined per facility procedure and were found to be visually conforming. Penetration testing was then performed per facility procedure and also found to be conforming. A review of the related device history records (DHR) for the reported lot number has been performed and no anomalies were found. The product was released according to the manufacturer's acceptance criteria. A complaint history examination indicates that this is the first complaint for the reported issue against the reported lot number. A dull blade, as described in the complaint, cannot be determined from this evaluation. All visual and functional tests performed during the evaluation were conforming. A root cause cannot be determined for the complaint as described by the customer. (B)(4).